Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) system impedances could not be measured despite multiple troubleshooting attempts. There were no alleged stimulation or communication issues with the ipg. Due to lack of impedance measurements, the ipg was explanted and replaced.